Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The service provider (sp) evaluated the ventilator. It was reported that while in use on a patient, this 840 ventilator ¿stopped cycling,¿ and ¿which according to reports, resulted in death¿ the device was not available for evaluation. The equipment was without the circuit used during the reported event and already had an extended self test (est) performed on the ventilator on (B)(6) 2022. After the est, the ventilator was reported to have been placed in a ventilation mode which resulted in the loss of the event logs for the day in question. The system diagnostic logs reflected an intermittent recurring "expiratory pressure transducer reading following autozero out of range" code since (B)(6) 2020. During inspection of the exhalation block it was also noted that there were signs of liquid found on the exhalation valve membrane which would not be relevant to the reported issue. Additionally, the last preventative maintenance on the ventilator was performed in (B)(6) 2019. The ventilator passed all testing at the time of the evaluation. The cause of the reported event could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 840 ventilator ¿stopped cycling,¿ and ¿which according to reports, resulted in death.¿

Manufacturer narrative:
Device evaluation summary updated: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 v entilator ¿stopped cycling¿. The service provider (sp) evaluated the ventilator. The equipment was without the circuit used during the reported event and already had an extended self test (est) performed on the ventilator on (B)(6) 2022. After the est, the ventilator was reported to have been placed in a ventilation mode which resulted in the loss of event logs for the day in question. The system diagnostic logs reflected an intermittent recurring "expiratory pressure transducer reading following autozero out of range" code since 2020-dec. During inspection of the exhalation block, it was also noted that there were signs of liquid found on the exhalation valve membrane which would not be relevant to the reported issue. Additionally, the last preventative maintenance on this unit was performed by medtronic as per customer request was in 2019-jan. Unit needs regular pm as outlined in the operator manual section op 7-1. Sp replaced an exhalation assembly and ai (analog interface) pcba. Additionally, sp replaced gui (graphical user interface) handle, bd (breath delivery) cpu (central processing unit) pcb (printed circuit board) and o2 sensor as part of general maintenance. The ventilator passed all testing at the time of the evaluation. The likely cause of the event was isolated in the field to a potential fault in exhalation assembly and/or ai pcba. The device history record / product history record was reviewed and there were no non-conformances during the build of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.